Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received in a broken/fractured condition. The proximal end was loaded on the stent delivery wire (sdw) within the introducer sheath. The distal end was located within the lumen and hub of the microcatheter. The microcatheter was unable to be flushed. The microcatheter was cut in order to remove the stent. A 0.0158" patency mandrel was advanced through the cut section of the microcatheter and the stent was able to be pushed proximally out of the hub. A second stent was removed as well. Deformation was noted to the stent. The sdw was kinked/bent at the proximal end. The introducer sheath was noted to be intact. Functional inspection was unable to be performed as the stent was returned in a deployed condition. The reported event ¿stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The reported event ¿stent deployed prematurely during transfer' was not confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that ¿after the wire successfully guided the second microcatheter to the a3 segment of the right aca, a stent was delivered through this microcatheter. When the physician pushed the stent out from the introducing sheath, it was found that the stent could not be pushed out normally. The introducing sheath and the stent system were then withdrawn from the body together, and the physician planned to cut off the tip of the introducing sheath and try to deliver it into the microcatheter again. At this time, the physician found that the stent delivery wire and the stent had become detached, and the stent was detached inside the introducing sheath. The physician then replaced it with a second stent . During delivery, the physician found that the stent could not be pushed out normally. After withdrawing it from the introducing sheath, it was found that the stent was not inside the introducing sheath. The physician then withdrew the stent microcatheter for inspection and found that the atlas stent was stuck at the hub of the microcatheter.¿ the patients anatomy was reported to be moderately tortuous. The stent was received in a broken/fractured condition. The proximal end was loaded on the stent delivery wire (sdw) within the distal end of the introducer sheath while the distal end of the stent was located within the lumen and hub of the microcatheter . A 0.0158" patency mandrel was advanced through the cut section of the microcatheter and the distal portion of the stent was able to be pushed proximally out of the hub. A second atlas stent was removed as well, which was located distally to the stent of this complaint. Once removed, the stent was noted to be deformed. The stent delivery wire was kinked/bent at the proximal end. The introducer sheath was noted to be intact. It is difficult to align the analysis findings with the event description. Based on the analysis, it appears that the stent was used first and was subsequently deployed prematurely within the lumen of the microcatheter near the proximal end. One possibility is that the introducer sheath was initially correctly positioned but subsequently moved proximally prior to stent transfer out of the introducer sheath. It is likely that during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent could partially deploy into the gap (created by proximal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. When attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the proximal end of the microcatheter. The location of the first stent may not have been noticed as the sdw was withdrawn, leading to the second stent, being attempted to transfer into the same microcatheter. This stent would not be able to advance past the first stent and difficulty was likely encountered in the attempt to retract the stent back, leading to the stent becoming broken/fractured. An assignable cause of user error has been assigned to the reported event ¿stent difficult/unable to transfer' and event ¿stent deployed prematurely during transfer' and to the analyzed event ¿stent deployed during use¿, ¿stent broken/fractured during use¿, ¿stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications. However, it was not used in accordance with the dfu, there was an act or omission of an act during preparation and set-up that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during a procedure for a aneurysm at the right anterior communicating artery, the subject stent could not be pushed out of the introducer sheath and deployed prematurely inside the introducer sheath. However, the subject stent was returned for analysis and it was discovered that the subject stent was broken and prematurely deployed during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.